Manufacturer narrative:
A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Investigation images provided showed that the blockage was protruding from the air/water nozzle. The contamination appeared to be a black rubber type material. The investigation concluded that the contamination did not originate from the olympus endoscope. The technical evaluation report (ter ) states previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing a dent was found on the insertion tube. The device had been previously used in an unspecified diagnostic procedure without issue. The scope was inspected prior to the procedure with no abnormalities noted. The intended procedure was completed. There was no clinical impact or patient infection reported. The device was returned for evaluation and a blockage was identified protruding from the air/water nozzle, which a reportable malfunction.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of foreign material protruding from the air/water nozzle was likely from equipment used during reprocessing such as watertight packing, silicone-based glue or silicone parts which broke and entered the channel. Investigation confirmed the foreign material was not originated from the olympus device. The specific root cause of how the foreign material entered the device could not be determined at this time. The cause of the air/water nozzle clogged with foreign material was due to insufficient reprocessing. It is likely the facility staff did not receive proper training on reprocessing and/or device handling according to instructions for use. The following information is stated in the instructions for use regarding inspection of the device which may have prevented the event: "inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The following information is stated in the instructions for use regarding precleaning of the device which may have prevented the event: "precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end." Olympus will continue to monitor field performance for this device.